Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion or cannula dislodge. The exact cause of the reported unsure properly inserted and cannula dislodge events could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and dislodged at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 17.6, hardware: iphone11.8, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to 400 mg/dl while wearing the pod for longer than 48 hours. The patient reported being unsure if the cannula was properly seated and pod's cannula was found to be dislodged. The patient administered multiple correction boluses, but the blood glucose level was still high. Treatment for reported issue was not provided.